Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6: proposed component code: mechanical (g04)-stem. Visual examination of the provided pictures identified wear on the trunnion of the stem and taper hole edge of the head. Black foreign debris and bio-debris is noted to both devices. No further evaluation can be made from the provided pictures. Review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Femoral stem fiber metal taper collarless 12/14 neck taper with calcicoatâ® ceramic coating size 12 standard body standard neck offset. 00801803202 lot number 63091618 femoral head sterile product do not resterilize 12/14 taper. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2023 - 00034. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 7 years and 4 months after implantation due to pain and metallosis from wear on the stem trunnion and head. The stem remained and an option ceramic head was placed. There is no additional information available at the time of this report.